Event description:
It was reported that no lights were visible on the transmitter and the transmitter's alternating current (ac) power adapter prongs looked burnt. The product was exchanged. There were no patient consequences.

Manufacturer narrative:
The field complaint of the transmitter not powering on was verified. During the analysis, the transmitter presented with a power issue. The visual inspection revealed no damage to the outer plastic housing of the transmitter or to the alternating current (ac) power adapter. The unit was plugged into a working ac electrical wall outlet and did not power on. The prongs were removed and reinserted, and the unit still did not power on. The original prongs were swapped out with a testing prong and the unit did not power on.upon opening the ac power adapter it was revealed that there was no damage to the main pcb. After opening up the transmitter, inspection of the main printed circuit board (pcb) revealed no damage. The original ac power adapter was replaced and tested with a working ac power adapter. The unit was plugged into the working ac wall outlet and power on function was performed unsuccessfully. The test revealed that the main pcb was defective and caused the no power issue.